Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the patient's sensor had fallen off and that the patient did not see a wire present on the sensor pod or at the insertion site. The mother reported that the patient experienced no discomfort at the insertion site and no medical intervention was required. The device is not indicated for use in pediatric patients.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.